Manufacturer narrative:
.

Event description:
It was reported that the patient was not having adequate pain control since the implant of the pump approximately six weeks ago. The patient came in for a refill and it was determined that the medication was never dispensed. The hcp attempted a catheter dye study; however, they were unable to aspirate the catheter. A catheter revision was scheduled. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.